Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) 0refer to medwatch 2032227-2016-39911.

Event description:
The customer's mother reported via telephone call that the insulin pump had been alarming for insulin flow blocked. The blood glucose reading was 408 mg/dl. The customer treated with the insulin pump. The caller reported that the alarm was resolved with a complete set change. The reservoirs will be replaced and returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir, inspected reservoir, snap-cap, and septum for anomalies; none were found. Ran occlusion test and reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip and conclusion: reservoir was not occluded.